Event description:
Customer reported unexpected negative results when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. A second sample was collected weeks later. The echo generated positive results on crrs 3. Anti-k was identified.

Manufacturer narrative:
File review summary: crrs 3 lot r059. Screen cell 1 is k positive. The echo generated negative results for all cells. Cell 1: echo result=negative well score=2 review of image: slight degree of adherence/red cell button has a diffuse border. Positive control=4+ well score=100. Repeat testing (new sample from same patient ) crrs 3 lot r065. Screen cell 1 is k positive. Cell 1: echo result=3+ well score=85 visual review of image: strong degree of adherence. Positive control=4+ well score=100. Confirmed the reactivity of the k antigen on retention crrs (3), lot r059. Customer did not return product or sample for further serological testing.